Event description:
It was reported, that during a hemiorrhoidectomy procedure, the device partially fired staples but fully cut. Sutures were used to complete the procedure. There was no patient consequence. The device was discarded.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.